Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0231271. D.4. Medical device expiration date: 7/31/2025. H.4. Device manufacture date: (B)(6)2020. D.4. Medical device lot #: 8309639. D.4. Medical device expiration date: 10/31/2023. H.4. Device manufacture date: (B)(6) 2018. H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271 batch no: unknown (0231271 or 8309639). It was reported the needle does not retract.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe integra 3ml w/ndl 23x1 rb had a needle retraction failure. The following information was provided by the initial reporter: material no: 305271 batch no: unknown (0231271 or 8309639). It was reported the needle does not retract.